Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Device review: the device was not returned to the MFR for physical eval. The customer was unable to provide the MFR with the lot number of the product used in the reported event. As no lot number was provided by the complainant, a record review was performed on each of the lot numbers shipped to the complainant in the three months leading up to the reported event. The record review found 3 lot numbers shipped to the customer during that time period. The batch production records for these lots were reviewed. The batch records confirmed that released product met specs; and documented manufacturing process controls were within spec. Per the documented product investigation, there was not indication that the fresenius product caused, contributed to or was a factor in the reported event.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a patient expired while connected to liberty cycler on (B)(6) 2015. According to the (B)(6) , the patient passed away sometime during the night (B)(6) saturday/sunday morning around 2015. He was still in bed connected to the cycler. The wife called 911 as he was cold. Clinic notes noted on (B)(6) 2015, the patient went to the emergency room (ER) due to a headache wednesday night (presumably (B)(6) 2015) and rec'd pain medication.

Manufacturer narrative:
On 07/17/2015, clinic notes state that the patient went to ER for headache wednesday night (presumably (B)(6)) and got pain medication. According to the therapy manager, the patient passed away sometime during the night saturday/sunday morning around (B)(6)2015. He was still in bed connected to the cycler. Wife called 911 as he was cold. Death certificate was not included in the medical records. Circumstances surrounding the patient's expiration are not clear. It is not clear what has caused the patient's expiration, peritonitis, or the headache that brought him to the emergency room shortly before the expiration.